Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap appendectomy event description: the trocar crumbled as the appendix extraction bag passed. The fragments were taken out of the abdomen by the surgeon during the surgery. Additional information received from applied medical territory manager via email on 22sep2021: date of event: (B)(6) 2021. Type of intervention: the fragments were taken out of the abdomen by the surgeon during surgery. Patient status: patient is fine.

Event description:
Procedure performed: lap appendectomy. Event description: the trocar crumbled as the appendix extraction bag passed. The fragments were taken out of the abdomen by the surgeon during the surgery. Additional information received from applied medical territory manager via email on 22sep2021: date of event:(B)(6) 2021. Type of intervention: the fragments were taken out of the abdomen by the surgeon during surgery. Patient status: patient is fine.

Manufacturer narrative:
This complaint is a duplicate of medwatch report # 2027111- 2021-00657. The result of the investigation will be documented under medwatch report # 2027111- 2021-00657.